Event description:
It has been reported that the customer disagrees with the "no shock advised" notification given by the device during a patient use event. There are no known consequences or impact to the patient.